Manufacturer narrative:
(B)(4). Batch #t5c134. Investigation summary: the analysis found that one gst60t reload was received for analysis and the reload body was damaged. The reload was received with the right side fully fired and the left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. The damage to the one piece sled has been correlated to the design. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported during a robotic sleeve gastrectomy, the staples did not seem to deploy from the left side of the cartridge. This was while using the robot stapler with a black reload using seam guard. The surgeon switched to a plee60a with a gst60t reload. When the device was fired, it did not staple on the stomach side. This left a huge hole and there was some bleeding. Surgeon then switched to a green reload and those staples deployed as expected. This controlled the bleeding. The last two firings were completed with the robot stapler. After that, he spent 20-30 minutes sewing the stomach closed where the staples did not deploy. The surgeon used vista seal for hemostasis. There was no patient consequence.